Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated that the insulin pump received delivery stopped alarm on insulin pump they were unable to successfully clear the alarm. Customer stated that there was no response from any button and time clock did not advance. Customer stated that the screen was not completely blank. Customer was advised to remove the battery from insulin pump and insert battery alarm did not appear on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.